Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction and occlusion alarms were cleared, and insulin delivery was resumed successfully. Additionally, customer¿s blood glucose level was 240 mg/dl.